Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon did not completely implant a 13.2 mm vicm5_13.2 implantable collamer lens, -9 diopter, in the patient's left eye (os). The lens was explanted on (B)(6) 2016 due to the injector breaking at the start of the introduction of the lens. The lens was exchanged 7 days later.

Manufacturer narrative:
The lens was returned in liquid in a vial. Visual inspection of the returned product found the lens torn into two pieces, through the haptic and optic. (B)(4).